Event description:
It was reported that the 9800 sys was freezing up during cine runs. Another sys was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Reloaded software and replaced the ide drive. Restored all cal files. Instructed staff to wait one full minute after they are done using the sys before powering off. The sys was tested and found to be working as intended. And placed back into svc.